Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was telling the user to pull wrong amount. A technical support specialist explained that when an order came in with two rxc segments, the system completely ignored the item in the rxe message. In contrast, when there was only one rxc segment, the system ignored the rxc and defaulted to the item in the rxe. If the rxe item was not part of the formulary, the order could not be removed. Additionally, one of the components (rxcs) in the order did not map to a strength. The medid of the item in the component order was reviewed, and it was confirmed that the medication in the facility formulary had a strength matching the order. If the units of measure differed between the order and the formulary item (for example, grams instead of milligrams), the settings under dispensing system ? Units of measure were checked. The orders uom was mapped to the medids uom using the base unit and conversion factor. In cases where the order included a fractional dose (such as 0.2mg from a 5mg tablet), the split allowed option was enabled at the facility formulary level. This was done by navigating to medications ? Facility formulary ? Selecting the medication ? Edit, and enabling split allowed next to the dosage form. Once this setting was enabled, the order was removed without needing to resend it. Finally, it was ensured that items in a multi-component order did not have combo items assigned. This was addressed by going to facility formulary ? Entering the medid ? Combo meds tab, where the combo item was removed by selecting the x, followed by clicking save. The system functioned as intended after the technical support specialist investigating the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had prompted nurse to pull an incorrect quantity of medication, potentially leading to dosing discrepancies.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had prompted nurse to pull an incorrect quantity of medication, potentially leading to dosing discrepancies. There were no adverse events or injuries reported based on this event.